Event description:
It was reported that there were motor jam and error 19. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: as the product was not returned for evaluation, the following assessment is based on the information provided by the customer and must be considered a hypothesis. It is presumed that the motor failure may have been caused by worn seals, which could have experienced accelerated wear due to contamination residues. The available information does not indicate any potential root cause related to the manufacturing. Appropriate warnings for assembly, inspection and care as well as precautions and warnings are included in the corresponding instructions for use. The event is filed under internal karl storz complaint ID: (B)(4).